Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image on the screen. Troubleshooting was performed. The insulin pump error was displayed before the open book image was displayed on the screen. Customer stated pump was exposed of moisture. No harm requiring medical intervention was reported. The customer will continue the use of device.